Event description:
The surgeon was doing a subacromial decompression and the porcelain tip shattered in the joint. The surgeon was able to retrieve most of the pieces but isn't sure if all of them were retrieved. There were no adverse effects to the pt.